Event description:
On (B)(6) 2014, the reporter contacted lifescan canada, alleging inaccurate high results. The reporter claimed obtaining blood glucose readings of "12.0 mmol/l" with the subject meter and "7.1 mmol/l" on another device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. It was noted the reporter declined to return subject meter.